Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results was unknown. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account and performed maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed sodium (na) result were obtained on two patient samples. The results were reported to the physician. The samples were repeated on the same instrument and higher results within the normal range were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.